Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the dry tip which resolved the customer's issue. A review of the c16000 tracking and trending data found no trends associated with falsely elevated magnesium issues described in this complaint. A review of instrument service history on serial number (B)(4), revealed no further occurrences of discrepant results after the fsr site visit nor did it identify any service or complaint issues that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified for the architect serial number, (B)(4) or the dry tip.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium (mag) results on architect c16000 processing module for one patient. The results were provided: on (B)(6) initial mag result=3.38 mmol/l /repeated on another analyzer mag=0.77 mmol/l and 0.78 mmol/l. There was no reported impact to patient management.